Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the patient received the following results within 15 minutes: 178 mg/dl obtained with the instant system (system 2) and 50 mg/dl, obtained with the performa system (system 1). The same day, the patient received the following results within 15 minutes: 253 mg/dl obtained with the instant system (system 2) and 60 mg/dl, obtained with the performa system (system 1).